Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in surgery for system implant. After the pocket was closed, the right atrial lead dislodged. The pocket was re-opened and the lead was repositioned. The patient was stable after the procedure.